Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the patient's pacemaker exhibited inappropriate magnet response. The programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. Based on the information provided, the exact cause of the inappropriate magnet detection cannot be determined.